Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported an unknown side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed cracked valve seat diaphragm valve. No additional observations are performed. No further actions are required as the device was implanted.

Event description:
Healthcare provider reported an unknown side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d6b.,h.6.

Event description:
Healthcare provider reported an right side deflation and "hole on patch side". The device has been explanted and replaced.